Manufacturer narrative:
Date received changed from 07/18/2016 to 07/19/2016.

Event description:
The customer reported multiple, intermittent altitude alarms.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from not being impacted to 305 mg/dl. The customer used insulin injections to address the bg level. The customer was to use insulin injections to manage diabetes.